Event description:
It was reported to boston scientific that an exalt model d scope was being prepared prior to the procedure on an unknown date. The healthcare staff observed that an exalt model d scope was received with blood stains/spots inside the packaging. There was no patient involvement.

Manufacturer narrative:
Block h6: imdrf code a1802 captures the reportable event of foreign matter. B3: date of event is approximate.